Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a navio assisted tka procedure, while in the femur free collection stage, mapping did not work. When they started collecting, the mapping green points were disappeared and then yellow tibia bone, not gray, appeared as if it had already been collected. Procedure was completed by rebooting the device, with a delay of less than 30 minutes. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The navio surgical system korea, part number rob00079, serial number (B)(6), used for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device was established. The reported problem was confirmed with a visual inspection. The image provided confirms the femur as fully collected. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with a console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.